Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened escape and up arrow button dome switches. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the esc and act buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 365mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.